Event description:
Pulse oximeter probe with velcro straps for use on pre-term infants was used. The pulse oximeter probe was taken off to change positions, and a skin tear was noted on the top of the foot. At the next change an additional skin tear was noted. Md notified and clinicians changed to a foot oximeter probe from a different manufacturer.====================== manufacturer response for masimo oximetry probe, (brand not provided) (per site reporter)======================materials management contacted masimo company. Not aware of any response to date.